Manufacturer narrative:
Per the report provided to resmed by the distributor, the alarm was due to an internal battery fault. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, it displayed a battery inoperable alarm after it was disconnected from the mains. The device was not in use when the fault occurred, therefore, there was no patient involvement.